Event description:
Reporter indicated a patient's vns generator was unable to be interrogated, but the patient could still sense the vns stimulation. The vns programming wand was reported to be able to interrogate other vns patients. The patient is having no adverse events and has been seizure-free for the last two years. The patient later had generator replacement surgery performed on (B)(6) 2012 due to reported generator end of service. A battery life estimate with available programming history yielded 1.14 years remaining; however, the data was very limited and many years of programming history is missing. The explanted generator has been returned and is pending analysis.

Event description:
Product analysis was completed on the returned vns generator. Generator end of service was confirmed in the product analysis lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The failure to program event for the generator was duplicated in the product analysis lab and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. A manufacturer's implant card was also received indicating diagnostics were within normal limits with the new vns generator and resident vns lead.

Manufacturer narrative:
Relevant tests, corrected data: the battery life estimate was incorrect on the initial MDR report. The current battery estimate is correct (-1.5 years as of the explant date of (B)(6) 2012).